Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device bearing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
(B)(4). Concomitant medical product and therapy date: motor device, (B)(6) 2019. The device manufacture date was not available. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that the motor device and attachment device overheated and stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon subsequent follow-up with the reporter, additional information was received. The reporter stated that the reported malfunction that the attachment device became hot was incorrect. The device stopped working and was unable to come off. It was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the date of manufacture was reported as unknown in the initial report. The date has been updated to mar 28, 2013. Corrected data: d4: the serial number was reported as (B)(6) in the initial report. The serial number has been updated to (B)(6). The unique identifier( UDI) has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: upon further investigation of the device evaluation, it was determined that the device became hot and was unable to come off from another device.